Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 41 mg/dl. The patient also experienced a low blood glucose of 54 mg/dl recently as well. The patient intended to treat their low blood glucose by eating food. The insulin pump was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer reported via phone call that their blood glucose was 41 mg/dl. The customer treated their blood glucose with food. The customer reported experiencing low and high blood glucose since starting insulin pump therapy. The customer did not recall a high blood glucose value. The customer treated their high blood glucose with a bolus and manual injection during one incident. The customer also reported a blood glucose of 184 mg/dl. The customer tested their blood glucose at the time of the call and it was 54 mg/dl. Customer intended to treat their blood glucose with food. The customer stated they would call back to troubleshoot. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.